Event description:
A 54 yr old white gravida 2, para 2, female status post bilateral, subglandular inframammary gels ("large" per pt - no records) placed for augmentation in 1970-71. Pt reports they were hard, but as she has gained weight over the years they are softer. She was found to have bilateral ruptures on magnetic resonance imaging. (No reports on films). Done 1-2 yrs ago and presents for treatment because of increasing chest pain. She is having cardiac work up. Pt denies history of trauma or decrease in size. Complaints include: arthralgias/myalgias, (positive morning stiffness), paresthesias/dysesthesias, spasms, fatigue, sleep disturbances, hot flashes, sweats, jaw pain, dizziness, memory loss, dry eyes, oral sores, sensitiviey to sun/heat/cold, shortness of breath, chest pain, choking sensation, high cholesterol, 50lb weight gain, and easy bruising.